Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, specified as "reactionary peritonitis". The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment and patient outcome were not reported. It was reported that pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. It was reported a "new" pd catheter was placed and the patient was "trying to get back on pd". No additional information is available.